Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") in a 23-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and device ineffective "device ineffective". The patient's previously administered products included for birth control: marian from 2010 to 2011 and depo shot in 2007. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), flank pain ("left flank pain"), vulvovaginal candidiasis ("candidiasis of vaginal"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), weight increased ("weight gain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, flank pain, vulvovaginal candidiasis, vaginal discharge, abdominal pain upper, back pain, mood swings, hot flush, night sweats, urinary tract infection, dysmenorrhoea, fatigue, anxiety, depression, weight increased and female sexual dysfunction outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and device ineffective "device ineffective". The patient's previously administered products included for birth control: marian from 2010 to 2011 and depo shot in 2007. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), flank pain ("left flank pain"), vulvovaginal candidiasis ("candidiasis of vaginal"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, flank pain, vulvovaginal candidiasis, vaginal discharge, abdominal pain upper and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain upper, back pain, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), migraines, headaches, left flank pain, candidiasis of vaginal, vaginal discharge, stomach pain, lower back pain, did not performed essure confirmation test" were added. Product implant and explant date were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") in a 23-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test" and device ineffective "device ineffective". The patient's previously administered products included for birth control: marian from 2010 to 2011 and depo shot in 2007. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), flank pain ("left flank pain"), vulvovaginal candidiasis ("candidiasis of vaginal"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), weight increased ("weight gain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, flank pain, vulvovaginal candidiasis, vaginal discharge, abdominal pain upper, back pain, mood swings, hot flush, night sweats, urinary tract infection, dysmenorrhoea, fatigue, anxiety, depression, weight increased and female sexual dysfunction outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received with her demographic details updated. Following events were added: hormonal changes describe: mood swings, hot flashes, night sweats, infection (bladder/ urinary tract/vaginal) type: utis, dysmenorrhea (cramping), fatigue, psychological or psychiatric problems condition: anxiety, depression, weight gain and apareunia(inability to have sexual intercourse). Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.